Event description:
Further follow-up revealed that the pt underwent surgical exploration for wound dehiscence 10 days post implant. During the exploration surgery, granulation tissue was noted and the wound thoroughly irrigated with antibiotic impregnted saline solution. The wound was closed and a sterile dressing was applied. Approx one month later, the pt underwent generator replacement surgery. Surgeon indicated that the infection has been resolved. The infection was likely a result of the implant procedure.

Event description:
Reporter indicated that vns pt developed an infection after implant surgery. As a result of the infection, the pt underwent generator replacement surgery approx five weeks post-implant, at which time the original generator was explanted from the left side of the chest and a replacement generator was implanted in the right side of the chest. Review of the manufacturing records for the bipolar lead confirmed sterilization of the device. Investigation to date has been unable to determine the cause of the reported infection.